Event description:
The customer reported cannot get the unit into standby mode to use high flow therapy (hft). The respiratory department also stated it had issues with the volumes. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and reported that this unit has hft. Product support provided the customer with the latest service manual. Product support advised the customer to perform the air and o2 flow test. Product support recommended the flow sensor; but the customer insisted on replacing the gas delivery system (gds). The customer will replace the gds, and repair unit. Further information is pending.

Manufacturer narrative:
The gas delivery system (gds) was returned for failure analysis. Failure investigation on the returned gds verified the customer complaint. The root cause was failure of airflow sensor, caused by u1 drifting out of calibration.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The service history record was reviewed and no repair information was found.